Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of seven of peritoneal dialysis therapy. During troubleshooting, it was determined that one of the solution bags became disconnected. Renal therapy services guided the patient in disconnecting all the supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.